Manufacturer narrative:
Model number/catalog number: sc-2316-70, serial number: (B)(4), batch/lot number: 16331378/16740431, model/catalog description: infinion 16 lead kit 70 cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site and the area where the leads are anchored. Numbness and inadequate stimulation were also reported. The patient underwent a trigger point injection.